Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately eighteen years post initial left tka, this male patient underwent revision due to polyethyene wear. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear which may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related factors. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.